Event description:
It is reported that a customer has trouble with her sensor attached to her insulin pump. The customer's blood glucose level was at 150 mg/dl. The customer states that she does not like the sensor because is displays incorrect information and feels it makes her blood glucose worse. The customer declined assistance with trouble shooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.